Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was damaged component to the cable/cord/wiring. It was further observed that the controls were defective, the coupling and connector lid were worn, and the bearing ran heavily. It was further determined that the device overheated ¿twist mounting¿. It was further determined during the pre-repair diagnostics assessment that the device failed for loctite and cable assessments and for handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the motor device and the attachment device were overheating. It was not reported if the devices were used together. It was not reported if the devices were used in surgery. There was no patient involvement reported. There were no reports of delay in the surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.